Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that half of reservoir compartment broke off. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.